Event description:
A 74-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On april 29, 2026, novocure was notified that the patient experienced a fall while on optune gio therapy and was subsequently hospitalized. It was clarified that the optune gio device did not directly cause the fall. However, the patient had been experiencing balance issues and fatigue, which were attributed to a herpes zoster infection. It was also noted that the weight of the device may have contributed to the patient's existing balance difficulties. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the optune gio device to balance disorder and secondary fall cannot be ruled out. Herpes zoster infection and fatigue were not related to the device use. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Balance disorder is an expected event with optune gio device use (ef-11 2% and 5% ef-14 optune arm) and is a known complication of the underlying disease.